Event description:
Nellcor puritan bennett rec'd a call from source on 7/16/98. Source called to report the following problem: parents of pt state that unit stopped cycling and no alarms went off. Pt was changed over to a stand by vent. Dealer could not verify this.